Manufacturer narrative:
The reported event of sideport tubing detachment was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was returned and reviewed. Review of the image appeared to show the sideport tubing was no longer attached to the hemostasis body, which is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the side arm of the introducer disconnected from the body of the proximal sheath with the distal sheath tip in the left atrium. The device was replaced with no adverse consequences to the patient.